Event description:
It was reported while stimulation was turned on; the caller reported no stimulation sensation. This occurred following an unrelated medical procedure. The caller had an MRI a couple days ago and decided to leave the stimulation off because they had to re-do the MRI on the day of this report. The caller saw the stimulation was on and was able to raise the stimulation to over 4.0 volts. The caller normally had the stimulation at 2.4 ¿ 2.5 volts. The reason for the MRI was for a pre-existing tumor on t8 that was checked every 3-4 months. The tumor had grown and pressed on some of the nerves. Her symptoms of numbness that was caused by the tumor have changed over the last few weeks. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).